Event description:
It was reported by the aci sales professional that a (B)(6) female pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, via a 6f sheath (model unk). A 50/50 contrast and saline mixture was used. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site, and the vessel approx 6 mm in size. Following procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the physician inserted the device into the sheath, and inflated the balloon until the black marker of the inflation indicator was fully visible. Then the physician pulled the balloon back abutting the tip of the sheath. The balloon ruptured and came out of the pt's body. The device was removed and since access was not lost a second device was used. It was reported that the physician only inserted the second device in enough so that the device was just outside the sheath and inflated the balloon. As the physician pulled back the balloon under fluoro, the balloon on the second device also ruptured. The physician removed the second device and converted the pt to approx 20 mins of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day ((B)(6) 2012) with no clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1218001) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report # 3004939290-2012-00290 for the second device.